Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned polyaxial screw found the saddle to be out of position inside the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A root cause cannot be determined. However, potential root cause may be unexpected forces being applied to the polyaxial screw during removal. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery cause some of the single innie tabs, 3 of them, were out of the head´s screws after 3 month since the first surgery took place. Sem (B)(6) 2014: note: x-ray image was examined by (B)(6). The fourth set screw appears questionable/possibly backing out also although it is difficult to say with (B)(4) certainty. Sem (B)(6) 2014: 4 of the 11 explanted expedium si set screw had or may have loosened. The lot codes of the 4 set screws are unknown but are amount the lots numbers of the 11 set screws that were explanted: arffgm (2), arhb4l (3), argb50 (3), apmb0f (1), argc9f (1), ardfdg (1) on (B)(6) 2015 reopened at request of (B)(4) as they advised samples now received.